Manufacturer narrative:
This report filed march 3rd, 2016.

Event description:
Per the patient's surgeon, the patient experienced non-auditory sensations with device use, however; the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.